Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent breast augmentation revision with 400cc mentor memorygel breast implants and experienced bilateral dissatisfaction with procedure outcome and rupture on the right side postoperatively. As a result, the patient underwent bilateral device removal and replacement with 300cc mentor memorygel breast implants, catalog number 3503001bc, serial numbers (B)(4) on the right and (B)(4) on the left side on (B)(6) 2020. This report is for the patient's left-sided device.